Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessels had unremarkable tortuosity and calcification. An endurant bifurcated stent graft was implanted without issues on an unknown date. The case was straightforward, and the final angiogram run looked good; however, approximately, 2 weeks post-implantation, the right limb had occluded. The exact event date is unknown. Another physician intervened by performing a thrombectomy of the thrombus and also placed bare metal stents. No additional information has been received. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: nherent risk of procedure (occlusion). (Lack of information) evaluation conclusion: (lack of information). The event occured (B)(6) 2011 on an unknown date.